Manufacturer narrative:
Device is pending return from distributor. Little info has been provided at this point. If add'l info is obtained, a supplement report will be filed as appropriate.

Event description:
The distributor reported that an mcp proximal component was removed from a pt.